Manufacturer narrative:
Physio-control further evaluated the device, but could not duplicate the reported issue anymore. Proper device operation was confirmed through functional and performance testing. The device was opened and a visual inspection was performed without observing any discrepancies. The battery was evaluated, but no discrepancies were observed. A cause of the reported issue could not be determined. A replacement was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. The device had an ok symbol and 3 bars for the battery charge. During device evaluation, physio-control observed that the device would not power on, had an ok symbol and 4 bars for the battery charge. There was no patient use associated with the reported event.